Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded with the balloon folds present. Microscopic examination revealed a 11mm longitudinal tear in the mid-section of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01596. It was reported that balloon rupture occurred. Vascular access was obtained via side of the anterior tibial artery (ata) utilizing anterograde approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous ata. After a non-bsc guide wire was crossed the lesion, a 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The physician exchange the device with a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter and during the first inflation at 18atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient. Subsequently, the physician then performed dilation successfully with a 2.5-150 coyote otw balloon catheter, resulting in restored blood flow and the procedure was completed.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01596. It was reported that balloon rupture occurred. Vascular access was obtained via side of the anterior tibial artery (ata) utilizing anterograde approach. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous ata. After a non-bsc guide wire was crossed the lesion, a 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The physician exchange the device with a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter and during the first inflation at 18atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient. Subsequently, the physician then performed dilation successfully with a 2.5-150 coyote otw balloon catheter, resulting in restored blood flow and the procedure was completed.